Manufacturer narrative:
Company representative replaced the coil on the cpu board, replaced the power supply, and reseated the cables. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported a failed display on the spectrum monitor a metal piece in the spectrum monitor's power supply broke, causing no waveforms on the monitor display. No patient injury was reported.